Event description:
Facility experienced two occurrences of tube/hub separation on the 6dfen tracheostomy tube. No patient harm was reported and the tubes were replaced with another model without incident.